Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin in the pump and "over-filling" the cartridge. Tandem customer technical support informed customer that using cold insulin is off-label per the user guide and educated customer on proper load techniques. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Root cause: user error. Per tandem¿s user guide ¿the single-use disposable cartridge can hold up to 300 units (3.0ml) of insulin¿.